Event description:
Received medwatch from hosp. Hosp reported that pt underwent repair of a right nonunion scaphoid bone on (B)(6) 2010. Intraoperatively, the drill bit broke. Less than 1.0mm of the drill bit was retained in the pt. Additional info from user facility report: pt underwent a repair of right nonunion scaphoid bone on (B)(6) 2010. Intraoperatively, the 2.0 drill bit from the 3.0 mm headless compression screw set broke. Less than 1.0 mm of the drill bit was retained in the pt.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k)# without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Additional info from user facility report: date of this report: (B)(6) 2010. 3.0 mm headless compression screw set; model# 2.0 drill bit. (B)(6).